Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a red heart alarm on their system controller on (B)(6) 2022. A review of the log files showed at 09:35:53, there was a speed drop to zero and a pump stop while connected to the power module. At 09:36:07, the pump was back at the set speed. The external part of the driveline was inspected and no damage was noted. The alarm occurred while the patient was bending and moving out of bed. The patient was sent home with a non-grounded cable. The situation will be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stop was confirmed based on the submitted log file, the specific root cause could not be determined. The customer reported that the patient experienced a red heart alarm while bending over and moving out of bed. Review of the submitted log file confirmed a single pump stop event on (B)(6) 2022. The event occurred while the system was operating on a power module. Based on previous complaint experience, the event appears consistent with a potential driveline wire issue. The patient was discharged home with an ungrounded patient cable and continues to be monitored by the center. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (lvas) patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas instructions for use (IFU) contains sections entitled ¿unique treatment issues¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.